Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was involved in a motor vehicle accident. A routine follow up following the accident noted the right atrial lead was dislodged. The right lead was laser extracted and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in two pieces (connector portion (a) measuring 7.5 cm and the distal portion (b) measuring 39.0 cm) with the helix retracted and clogged with blood/tissue. After cleaning and applying torqued to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. An external insulation abrasion was found (32.8 ¿ 33.0 cm from the distal tip) proximal to the suture sleeve tie impression, breaching the outer insulation, and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can. Correction: d4 serial should have been " (B)(6)" instead of " (B)(6)", expiration date corrected to (B)(6) 2022, UDI# corrected to (B)(4), lot corrected to # a000085502 a1 should be "see" instead of "fm" ,dob updated to (B)(6) 1955. A3 "female" instead of "male". D6a should have been " oct 23, 2019" instead of " sep 4, 2019". H4 - device manufacture date should have been aug 30, 2019.